Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system during a cranial resection deep brain stimulation (dbs) procedure that the site had 1 computed tomography (CT) and 2 magnetic resonance imaging (MRI) and used an imaging system to transfer the spin and it made it their reference exam. Site then proceeded to navigate and the plan which was originally made on the left side of the patient was transferred to the right side of the patient. Site switched to a different navigation system for the procedure and were able to choose their reference exam as the computed tomography (CT). On this navigation system the plan appeared on the correct side. Medtronic representative showed the site how to change the reference exam on the original navigation system. Medtronic representative was unable to replicate the reported issue and confirmed that the site did not have the radiographic view setting applied. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome.

Manufacturer narrative:
Additional information: patient information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra-operatively for a cranial resection procedure as part of a deep brain stimulation (dbs) case. It was reported that the site had 1 computed tomography (CT) and 2 magnetic resonance imaging (MRI), and when an imaging device was used to transfer the spin, it was made the reference exam. The site proceeded to navigate and the plan, originally made on the left side of the patient, was transferred to the right side of the patient. The site switched to a different navigation system for the procedure and the site was able to choose the reference exam as the CT. On this navigation system, the plan appeared on the correct side. A manufacturer representative (rep), present when the issue occurred, showed the site how to change the reference exam on the original navigation system. The rep was unable to replicate the reported issue and confirmed that the site did not have the radiographic view setting applied. The procedure was completed with the use of navigation. There was no reported delay to the procedure due to this issue and no known impact on the patient outcome.